Event description:
During a case, customer noted hissing sound coming from machine. The anesthesia machine was swapped out and the case was finished with no further reported problems. There was no reported pt injury. Investigation/conclusion: the equipment was checked out by an ohmeda service rep. The flared tube connecting the oxygen reserve cylinder yoke to the oxygen gas supply assembly was found to have slipped out of the connector. The tube was replaced and forwarded to ohmeda for investigation. Upon visual exam of the returned sample, it was noted that the connector nut on the affected tubing end had wrench marks that appeared to indicate overtightening. The hosp purchased this machine approx 3 yrs ago from an unknown source. The exact cause of the reported complaint could not be determined. It appears, however, the tubing may have been weakened at some point due to overtightening, as evidenced by the wrench marks. During the case, the anesthesia machine was being used with pipeline supply. As such, the leak of oxygen from the cylinder would not have affected flow to the pt. This is the first MDR involving a modulus ii wherein the cause was due to the flared tube connecting the oxygen reserve cylinder yoke to the oxygen gas supply assembly slipping out of the connector.